Event description:
It was reported that during use, the board only gave 2 compressions and then shut off and that manual CPR was administered. Two batteries were also returned for evaluation. Refer to report #3003793491-2012-00153 for evaluation of the returned batteries. No adverse event reported.

Manufacturer narrative:
Reported complaint of "the board only gave 2 compressions and then shut off" was not verified. The board was tested with a known good battery, if ran for 10 minutes with over 700 compressions. Refer to report #3003793491-2012-00153 for evaluation of the returned batteries. No adverse event reported.